Manufacturer narrative:
Concomitant medical products: product ID; neu_stylet_acc, product type: accessory. Product ID: 97725, serial# (B)(4), product type: external neurostimulator. Analysis of the lead (va1x308004) found that the outer insulation was perforated by the stylet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that a straight stylet was being inserted into the lead while the lead was in the epidural space and the stylet would not advance completely. The surgeon removed the lead to find the stylet pierced the body of the lead. There were no known factors that may have led to the issue. The rep said there was visual confirmation that the stylet pierced the lead wall and the lead was replaced. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.